Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular lead had placement difficulty and caused a dissection of the distal coronary sinus. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.